Event description:
It was reported to covidien in 2009, that a customer had an issue with a dialysis catheter. The cutomer states that the catheter had fallen out of the patient and required another insertion.

Manufacturer narrative:
Submit date 2/24/2009. An investigation is currently underway. Upon completion, the results will be fowarded.